Manufacturer narrative:
Date sent: 4/13/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, when the device was fired, staples were not deployed. Unknown how case was completed. There were no adverse consequences to the patient.